Manufacturer narrative:
A review of the manufacturing records indicated the lot of the device involved in this event met pre-release specifications. The device remains implanted. Therefore, a device evaluation could not be performed. Gore has requested medical images for an evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6), 2019, this patient was implanted with gore® excluder® aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis devices to treat an abdominal aortic aneurysm measuring 7 cm in diameter and a common iliac aneurysm on the right. Computed tomography (CT) multiplanar anterior-to posterior imaging performed on (B)(6), 2026 found an increase of 0.6 cm and a side-to-side maximum diameter measurement of 8.1 cm. Additionally, there reportedly were signs of graft porosity on the level of the gore® iliac branch component ceb231410, suggesting a type 4 endoleak to the physician. Blood tests however showed no inflammation values. There was no contrast agent visible in the aneurysm sac during imaging, but it was reportedly surmised that in the apparent absence of type 1, type 2, or type 3 endoleaks, a type 5 endoleak (endotension) might alternatively be responsible for the significant aneurysm growth. As the type of endoleak could not be determined, the physician performed a reintervention on (B)(6), 2026 and prophylactically relined the implanted limb grafts on each patient side with two additional gore® excluder® contralateral leg components, namely a plc161400/31434774 component on the left and a plc271000/31586789 component on the right side. A gore® excluder® conformable aortic extender endoprosthesis cxa320005e/30777558 was likewise implanted proximally to the gore® excluder® trunk-ipsilateral leg component rlt321413. It was additionally reported that, as a type ii endoleak is not clearly identifiable, the physician plans to prophylactically coil two lumbar arteries in the near future.